Event description:
This is an adverse event reported from the rfa patient registry. The patient is a male with a long-segment of barrett's esophagus containing high-grade dysplasia. The physician reported that the patient was not compliant with instructions to cease alcohol consumption after ablation. A circumferential ablation was followed by a number of endoscopy visits where no stricture was noted. Then, a moderate stricture was noted 10 months after the initial ablation, and was dilated successfully. The patient did not report dysphagia to the physician. While there is not a clear relationship between the ablation procedure and the development of a stricture noted 10 months later, the manufacturer is reporting this MDR to ensure full compliance with 21 c.f.r. Part 803. Per the physician report, the stricture was moderate, possibly related to the ablation procedure, and there was no device malfunction.